Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that screen went blank when they hit bolus button. The customer's blood glucose value was unknown. The customer had to kept pressing buttons for the screen to turn back on. The time clock was advances. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted. However, device passed operating currents, self-test, a21 error test and displacement test. No blank display noted.